Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. No data analysis could be performed and no data was available on the insulin pump due to the insulin pump being received with no battery in the battery tube.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer passed away due to acute pneumonia and was found two days later. The caller stated that the customer had a lot of autoimmune deficiency diseases; graves' disease, silica disease, osteoarthritis, hip replacement. The customer's blood glucose, at the time of death, is unknown, as she was found 2 days later. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump was at the coroner's office. The coroner was contacted and agreed to return the insulin pump for analysis

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. The insulin pump passed the delivery volume accuracy test.